Event description:
It was reported that the right ventricular lead was originally used for pace sense only due to small r-waves, but the patient heard an audible lead alert and was instructed by the clinic to perform a transmission. The transmission showed ventricular fibrillation episode with right ventricular lead noise. In the clinic, the electrogram also noted noise and unstable impedances that suggested a fractured lead. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor was found to be fractured. It was also noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.